Event description:
A (B) (6) male pt contacted lifecor customer support to report that the device "keeps turning off" and neither battery will hold a charge. Pt was convinced it was a faulty charger. They had a severe storm which caused a power outage on sunday, (B) (6) 2009. Support requested data transfer for review. The download revealed no battery or charging faults. The remaining capacity is low on both batteries. The pt stated that the charging light blinks for both batteries and the icon does not turn green. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack (B) (4). Battery pack (B) (4) - 02/2009. Battery charger (B) (4) - 02/2008. Device eval summary: device evaluations of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger and battery packs.